Event description:
It was reported that an alert was generated due to atrial arrhythmia burden (abb) of at least 3.0 hours in a 24-hour period. Presenting and stored electrograms showed farfield r-wave oversensing and confirmed the detected atrial arrythmia was not true atrial fibrillation (af). If clinically appropriate, adjusting the blanking period or atrial sensitivity could be considered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.